Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch verioiq meter in that it displayed an "apply sample" message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 at 1am in the morning when she was unable to test using the subject device due to obtaining the "a[ply sample" meter message. The patient manages her diabetes using insulin (self-adjuster) and reportedly decreased her usual dose of novolog insulin by 2 units in response to the alleged issue. The patient stated that she experienced symptoms of blurry vision and drowsy approximately 6 hours after the alleged issue began, and reported taking a further 2 units of novolog on (B)(6) at 3:50pm in response to the reportedly issue. At the time of troubleshooting, the csr noted that it was not the patient's first use of the device, their testing process was correct, the correct strips were being used and the strip did completely draw in the blood sample. The csr was unable to resolve the issue with troubleshooting. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.